Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead was oversensing. Noise could not be reproduced in clinic. The patient would be monitored.